Event description:
Patient had an aneurysmal saphenous vein graft. It was decided to recanalize the native total occluded rca. During treatment a type iii perforation occurred in the rca. To stop the bleeding, a balloon dilatation was performed but unsuccessfully. Afterwards, the pk papyrus covered stent system was selected for treatment. The stent was inadvertently deployed inside the guiding catheter.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was sufficient to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as not device related but procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.